Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided 10/22/2025: on (B)(6) 2024, the patient underwent midline placement procedure, using the bard powerglide midline cathter on the left upper arm of the patient. The patient had tolerated the procedure without apparent complications or problems. The catheter had positive venous blood return, and catheter flushed without resistance. On (B)(6) 2024. The patient was diagnosed with mrsa sepsis. Subsequently, the patient underwent the removal of the infected midline. Later on the same day, the patient underwent powerglide midline port placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that sometime after powerglide placement procedure, the patient developed with unspecified infection. No further information has been provided.